Event description:
A malfunction on the pump was reported by the customer, but there were no notable events occurring before the malfunction. There was no adverse impact on the customer's blood glucose level. The customer had not reset the pump in the last 24 hours; therefore, technical support provided information on how to reset the pump. The customer needed to follow up once a charger was available to complete the reset.